Event description:
It was reported that 4 hours after placement the foley catheter had a spontaneous dislodgement confirmed on the ward; although the balloon was refilled, fluid leaked out from the balloon section.

Manufacturer narrative:
Initial reporter phone number: local independent administrative agency: (B)(6) medical center the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.